Event description:
This report is being filed after the review of the following journal article: fischer, c., et. Al., (2023), reconstruction of a metadiaphyseal bone defect after open comminuted fracture of the proximal femur using a modified masquelet technique, trauma surgery, vol.x (x)., pages 1-5, (germany). This study presents a case of a 46-year old man was hit on the right side of his body by a falling concrete slab weighing around 250 kgs. The patient was awake, oriented and hemodynamically stable on examination by the emergency doctor. Extensive soft tissue damage together with instability and crepitation was seen in the right pelvic/hip region. The patient was given first aid and taken to a nearby hospital. After debridement and vacuum sealing, the intubated patient was transferred on the day of the accident. They immediately carried out an iliosacral screw fitting and attachment of a pelvic fixator, which was extended to the right femur shaft across the joint. The soft tissue segments were once again debrided and microbiological samples taken. The wound could be closed immediately thereafter. Since the wound healing occurred irritation-free and microbiological findings were negative, they carried out plate osteosynthesis 10 days later. A long proximal femur nail could have been the primary implant of choice, however in this case, a long per-/subtrochanteric comminuted fracture in addition to a fractured femoral neck would have led to insufficient proximal anchorage with the risk of early implant failure due to ¿cut out¿. For this reason, the surgeon opted for an angle-stable plate system (depuy ¿ synthes, oberdorf, switzerland). In addition to adequate fixation in the femoral neck with crossing screws, this also allowed step-by-step anatomical reconstruction of the proximal diaphysis using lag screws and additional transfixation of the large medial calcar fragment carrying the lesser trochanter. As the fracture in the subtrochanteric zone failed to heal, freshening of the fracture zone and autologous spongiosaplasty were necessary 3 months after the operation. However, samples taken intraoperatively had evidence of enterococcus avium. They initiated a calculated, subsequent resistogram-based antibiotic therapy for 6 weeks with a bland clinical course, so they decided against an implant change. Two months later, despite complete leg relief without trauma, the implant failed because of lack of consolidation. They suspected delayed fracture healing due to infection. This report involves one unk - constructs: plate/screws-femur. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown constructs: plate/screws-femur /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.